Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump's bolus history was inaccurate. She also reported elevated blood glucose (bg) levels. The reporter indicated that the patient's bg levels had been elevated for the previous couple of days. She also claimed that there seemed to be boluses missing from the pump's bolus history. The reporter claimed that a health care provider (hcp) had noticed the issue on (B)(6). On the morning of (B)(6) 2012, the reporter claimed that the patient's bg level registered "hi" mg/dl". She stated that the patient had positive ketones but did not have symptoms of hyperglycemia. The patient reportedly took an injection and her bg came down to "318 mg/dl". At the time of contact with anm, the patient was negative for ketones. The patient's site had been changed on (B)(6) 2012, at an unspecified time. No issues were observed at the time with the patient's site. There was no evidence of scar tissue or bent/kinked cannulas. The reporter denied that the patient reuses any of her supplies. The supplies were reportedly being changed every 2-3 days. The pump's date and time were confirmed as being correct. No associated alarms were found in the pump's alarm history. The bolus history showed a missing bolus from dinner on (B)(6) 2012, and missing boluses for (B)(6) 2012. A bolus of "4.5" units was recorded on (B)(6) 2012, at 4:00 am. However, the reporter denied that the patient delivered the bolus since she was sleeping at the time. Another bolus of "18.05 units" was recorded that day at 5:23 pm. The reporter indicated that this bolus was correct. The reporter also claimed that there were zero boluses recorded for (B)(6) 2012. The reporter claimed that she was pressing the "go" on the bolus and the screen was showing that the bolus was delivering. The reporter confirmed that the patient was manually priming the tubing before inserting. She denied that insulin was being pushed out of the tubing during the load step. The reporter was instructed to discontinue using the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's bolus history was inaccurate and the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time, it is unclear if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump was exercised for 24 hours on a one per hour basal program and no boluses were recorded in the pump history. A normal 10 unit bolus and an 10 unit audio bolus were performed successfully and both were accurately recorded. The keypad was tested and all keys are responded appropriately. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Unable to duplicate the complaint during the investigation process.there was no defect found.